Event description:
It was reported that the patient was admitted into the emergency room (ER) due to the patients blood glucose levels (bg) rising to 225 mg/dl on (B)(6) 2022. The patient reported the symptoms they were experiencing were high bg levels and ketones in their urine. The patient reported they were treated with fluids. And also had lab work done. The patient was not prescribed any medications due to this event. The patient reported that they removed the pod before going to the ER. The patient was discharged from the ER after staying for 4 hours on (B)(6) 2022.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.